Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record is not required as this is a confirmed complaint. The photos given confirm sliced tubing. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to (B)(4).

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder was faulty and resulted in blood leaking from the tubing during venipuncture. Tubing is almost flattened where it is leaking. No injury or medical intervention reported.